Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a possibly fractured wire, the cable was damaged, it was cut. It was additionally noted that the lens in the upper case was broken. The cable and upper case were replaced to resolve all. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head had a bad wire, which was possibly fractured. The rf head has been returned for repair. No patient complications have been reported as a result of this event.